Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed power pcb assembly and determined that the cause of the reported failure was a capacitor, designator c4, which had shorted and melted off of the pcb.

Event description:
The customer contacted physio-control to report that their device would no longer power on using either ac or dc power. There was no patient use associated with the reported event.